Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow. This occurred during infusion. The reporter stated that flow had been confirmed before the device was connected to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from january 7, 2015 ¿ january 8, 2015. The device was received for evaluation with approximately 212 ml of fluid in its bladder. Visual inspection revealed no signs of blockage or physical abnormality that could have caused the reported condition. A functional test was performed in which the device was observed for flow issues after the distal luer cap was removed; evidence of continuous flow was observed at the distal luer and continued until the reservoir was empty. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.